Event description:
The patient reported that the "pump was removed and replaced last year, because of migration of the leads". Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(See scanned page).